Event description:
Reportedly, the instrument was fired after viewing the green indicator. While opening the instrument it was apparent that no staples were fired and the anastomosis site was open completely. The pt had to be opened during lgb to address this issue.